Event description:
It was reported that pre-op, the console has damaged mute jack and triggers an error: "patient interface fault detected, attempting to resolve¿. There was no patient impact.

Manufacturer narrative:
H3: product analysis found verified plug damage. Unit presented with software :(v1.7.5) and a broken eic pcba mute jack with no gasket. H6: codes applicable are fdm b01, fdr c07, c070603, fdc d16, img g02017, g04058. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial#: (B)(6), UDI#: (B)(4) h3: product analysis found verified error code message. Unit presented with sw:(v1.7.5), fully charged batteries with a cut tie wrap, a worn fuse decal, a stim 1 electrode failure due to a defective afe pcba, and a pi fault detected due to a defective stim pcba. H6: codes applicable are fdm b01, fdr c070603, c0201, c0601, fdc d16, img g02005, g0200401, g04080. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, very minimal troubleshooting was done in the operating room, as they had another machine they could use to finish the procedure.

Manufacturer narrative:
H6: previously applied code d16 is no longer applicable. Code applicable is d1102. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial#: (B)(6), ubd: , UDI#: (B)(4) h6: previously applied code d16 is no longer applicable. Code applicable is d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.